Manufacturer narrative:
The device associated with this complaint has been received, however, the investigation is pending. A follow-up report will be filed when the investigation has been completed. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. According to multiple studies, out-of-hospital cardiac arrest (ohca) is considered one of the leading causes of death in industrialized nations, with a significant number of deaths occurring outside of a hospital setting, making it a major public health concern; this information is supported by research from the cdc, studies on global mortality rates, and data from various cardiac arrest registries. Survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was around 10% for patients of any age (mozaffarian, circulation, 2016; ebiomedicine 2023). Death is an expected outcome for ohca.

Event description:
A 59-year-old male (height: 5'10", weight: 175 pounds) suffered an unwitnessed cardiac arrest with no trauma. The exact duration of bystander CPR is unknown. However, it was approximately 4 minutes from the time of dispatch to the arrival of the responding unit. Manual CPR was performed for approximately 1-2 minutes before the autopulse device was applied. At approximately 18 minutes into CPR, the autopulse platform (sn (B)(6)) malfunctioned during a pulse rhythm check. The device was paused for the assessment and failed to resume compressions when the green button was activated. Manual chest compressions were initiated for approximately 2 minutes while attempts were made to troubleshoot the issue. The autopulse platform was eventually restarted, allowing mechanical compressions to resume. Return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced deceased at the scene by the base hospital physician via radio communication. Per the reporter, the patient's death was not related to the autopulse platform. According to the reporter, the exact cause of the device's failure to resume compressions is unclear; however, they expressed concern regarding the presence of a significant amount of blood and vomit on the platform. A fresh battery had been installed in the platform just a few hours prior and, based on the reporter's observations, appeared to be functioning normally.

Manufacturer narrative:
The customer reported a complaint that the autopulse platform (sn (B)(6)) stopped performing compressions was confirmed during the archive data review but not during the functional testing. The returned platform passed the functional testing and performed as intended. The archived data shows that on the event date, the device completed 10 sessions with a total of (B)(4) compressions. During session 9, a low battery warning appeared when the remaining capacity dropped to 809. At that point, the device stopped compressions and displayed the alert code ua17 (max motor on time exceeded during active operation). The motor was on for too long during active operation. After a fully charged battery was installed, the device resumed operation and successfully delivered 142 compressions over 2 additional sessions without issue. Based on the archive review, the interruption was likely due to the low remaining battery capacity combined with the increased resistance from the patient's chest stiffness, which caused the device to stop compressions. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. The platform passed all functional testing criteria without error. There was no device malfunction observed. In addition, the drive train motor brake gap was inspected and verified to be within the specification of (0.008" ±0.001"). A load cell characterization test was performed, and it was confirmed that both cell modules function within the specification. Following service, the autopulse platform passed the run-in and final tests without faults or errors.